Event description:
It was reported the patient's blood glucose level rose to 17.8 mmol/l (320 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported their blood glucose levels increasing after dinner but assumed it was related to dinner and associated drinks. The patient woke up at approximately 5.00am and found their blood glucose level was at 17.8 mmol/l. Upon device return and investigation conducted a torn cannula was found.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.